Event description:
Patient was revised to address a painful stem, which was not well ingrown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a painful stem, which was not well ingrown. Doi 2007, - dor (B)(6) 2013 (right hip). Note: it was mentioned in the der that the patient had previously been revised in 2007, but no details are available regarding that surgery, according to the sales rep. Update: (B)(6) 2013 - patient's revision operative records were received. The femoral stem was noted to be loose and collapsed. No new information that would change the existing MDR decision. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev.d. Operative notes were obtained but do not identify product error or identify root cause. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.